Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging an occlusion (absence of occlusion alarm) issue. No further information was provided. It is unknown at this time why the user was expecting the pump to alarm for an occlusion. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because protection against a fault malfunctioned, and the user may not be aware of malfunction/issue; insulin delivery may be affected without the user being aware.

Manufacturer narrative:
Follow-up #1: date of submission 06/16/2016 device evaluation: the device has been returned and evaluated by product analysis on 06/02/2016 with the following findings:a review of the alarm history indicated one occlusion alarm occurred on (B)(6) 2015. The pump successfully completed rewind, load, and prime steps with no alarms occurring. The pump was exercised for 24 hours with no errors, alarms, or warnings occurring. The force sensor calibration was found to be detecting the correct force. An occlusion was induced and the pump emitted the appropriate audio-visual alerts. The complaint could not be confirmed or duplicated on investigation. Unrelated to the complaint, investigation revealed that the battery compartment was cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.